Manufacturer narrative:
To date the device involved in this event has not been received for evaluation. As the device has not been received; therefore the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint was confirmed based on customer testimony. Prior to distribution, all evo-10-11-10-b devices are subject to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the evo-10-11-10-b device of lot number c1112291 revealed no discrepancies that could have contributed to this complaint issue. As per the instructions for use, the notes section advises the user of the following: "if package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would inhibit proper working condition, do not use." From the information provided there were no adverse effects to the patient. Complaints of this nature will continue to be monitored for emerging trends. To date the device involved in this event has not been received for evaluation. As the device has not been received; therefore the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint was confirmed based on customer testimony. Prior to distribution, all evo-10-11-10-b devices are subject to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the evo-10-11-10-b device of lot number c1112291 revealed no discrepancies that could have contributed to this complaint issue. As per the instructions for use, the notes section advises the user of the following: "if package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would inhibit proper working condition, do not use." From the information provided there were no adverse effects to the patient. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
The initial complaint description received indicated the evolution biliary device could not be released during the procedure. Additional information received on the 18-sep-15 confirmed the evolution biliary device was actually fully deployed by the user during the procedure. When the user removed the evolution delivery system from the patient the stent was still attached to the delivery system and had been removed from the patient fully deployed. Incident meets reporting criteria of an FDA MDR report based on the malfunction precedence for this device family for 'deployment issue resulting in exposed stent removed from patient with the delivery system' regardless of patient outcome.